Event description:
Related manufacturer reference number: 2017865-2022-08234, related manufacturer reference number: 2017865-2022-08235, related manufacturer reference number: 2017865-2022-08236. It was reported that the patent experienced slurred speech from a suspected stroke related to the implant procedure of the implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead. The symptoms occurred suddenly and resolved spontaneously. The patient condition was unknown.